Manufacturer narrative:
Concomitant medical products: 429688 lead implanted: (B)(6) 2012; dtpb2d1 crt-d implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, a lead integrity alert (lia). It was noted that the rv lead exhibited high impedance and suspected fracture. During intervention for the rv lead, upon opening the pocket , the lv lead was stripped of insulation. The rv lead was capped, remains in the patient and replaced with a different lead. The lv lead was capped, and remains in the patient. No patient complications have been reported as a result of this event.